Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pain neurostimulator was not communicating with the antenna, "then, it did not recharge." Another antenna was tested on the implantable neurostimulator (ins), besides the one from the patient, and "the communication to perform the charge didn't occur." The implant was done in (B)(6) 2013 and presented a period of time right after the surgery during which it was possible to recharge. After a few months, the communication with the antenna was lost. Another recharger was provided that also worked for a short period of time. Moreover, the therapy was effective during a period when it was possible to recharge. At the moment of the report, the device was off because it was "unloaded." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that during a visit to the clinic, it was identified the patient's ins was "positioned in the opposite way of the recommended." It was further stated it was not possible to recharge or attain telemetry with the device at that time. It was reported that on (B)(6) 2014 the patient underwent an ins revision procedure where it was confirmed the ins was flipped. It was stated that after the revision procedure was completed the patient was able to recharge normally and the patient's physician was able to perform programming through telemetry.

Event description:
Additional information received reported the manufacturer representative had not received the ¿images exams.¿ no additional tests were reportedly performed. It was reported the patient was not receiving effective therapy, ¿once the device wasn¿t communicating with the recharger.¿